Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15jan2020.

Event description:
It was reported that the machine pressure was out of the allowable range during periodic maintenance. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician replaced the data acquisition printed circuit board assembly and the problem was resolved. The ventilator successfully passed functionality testing after the repair was completed.

Manufacturer narrative:
G4: 15jan2020. B4: 22jan2020. Additional information was received that the reported problem was discovered during performance verification testing. Based on this information, this is not a reportable event for the v60 ventilator. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.